Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm insulin pump alarm, battery out limit alarm due to blank display. No watchdog alarm/anomaly during battery install noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and alarmed watchdog timeout, was screeching and had a blank display. Customer was assisted with alarm troubleshooting. Customer's blood glucose level was 180mg/dl at the time of incident. Customer stated that alarm could not be cleared with esc/act button. Customer was advised to remove battery but display did not return and insulin pump was still alarming. Troubleshooting for bumped/dropped damage and blank display were performed but display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.